Event description:
The customer reported that during a call concerning a pt with chest pain the device failed to acquire a 12 lead ECG. They switched to a spare device, and were able to acquire the 12 lead ECG.

Manufacturer narrative:
The customer reported that during a call concerning a pt with chest pain. The device failed to acquire a 12 lead ECG. They switched to a spare device and were able to acquire the 12 lead ECG. On 09/02/2009, a philips fse went onsite to install (improved bedrail hook), and checked the device. The servicing records indicate that no trouble was found, and no parts were replaced other than the fco bedrail hook. The device passed all post-servicing tests and was returned to service. The customer has not called back regarding this issue for this device. There was no malfunction of the device. A philips fse went on site and could not reproduce the problem.